Event description:
Physician was performing a thoracentesis. When the catheter was removed the catheter tip broke off inside the chest cavity. The pt required surgical intervention to remove the catheter.